Manufacturer narrative:
Age of time of event: 18yrs or older. Device evaluated by MFR.: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to a boston scientific encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 8mm proximal of the proximal markerband. An examination of the balloon material and proximal markerband identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 12apr2019. It was reported that shaft leak occurred. The 95% stenosed target lesion was located in a shunt in the moderately tortuous and non calcified vessel in the forearm. After a guide wire crossed the lesion, a 7.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the first inflation at 6-7 atmospheres, it was found that the contrast media was leaking from the base of the shaft to the hub of the device at. No visible balloon pinhole was found. The device was removed from the sheath and the procedure was completed with a 7-40/40 mustang balloon catheter. No patient complications were reported. However, returned device analysis revealed balloon pinhole.